Event description:
It was reported that an arteriotomy closure of the mildly calcified and moderately tortuous right common femoral artery was attempted using a perclose proglide device after an interventional iliac stenting procedure. Reportedly, there was no pulsatile flow through the marker lumen. The device was preflushed with saline to verify marker lumen patency prior to the procedure. The device was removed and reflushed, then reinserted. Again there was no pulsatile flow through the marker lumen. The device was removed and a second perclose proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient weight was estimated to be (B)(6). The proglide device was used in a mildly calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.